Event description:
It was reported that approximately one month post bilateral implantation, the lenses were explanted due to anterior vaulting. The surgeon initially attempted to reposition both lenses but was unsuccessful and decided to exchange the lenses for another model iol. The pt's current prognosis is good. This report is for the pt's right eye. Reference MFR #: 2031924-2013-00005 for the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.